Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital (B)(6). Block h6: imrdf code a15 captures the reportable event of failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic mucosal resection procedure on (B)(6) 2026 for treatment of colonic polyps. During the procedure, the resolution 360 clip was not able to be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.